Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Hemorrhages are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Linked events: 2029214-2017-00963 2029214-2017-00964. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: ¿impact and effectiveness of dual aspiration technique in stent- assisted mechanical thrombectomy: recent improvements in acute stroke management¿ s. Hopf-jensen s. Hopf-jensen, m. Preiss, l. Marques, s. Lehrke, j. Schattschneider, h. Stolze, s. Muller-hulsbeck. Medtronic received report that post mechanical thrombectomy intervention, one patient experienced a symptomatic intracranial hemorrhage (sich).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a response from the author. The mentioned case of postoperative symptomatic intracranial hemorrhage occurred two days after treatment in the infarction area.